Event description:
It was reported that the customer was hospitalized for high blood glucose levels in the range of 700 mg/dl. The customer was treated by the paramedics, then taken to the hospital. Found that the insulin pump had given an alarm prior to the event. The customer's daughter later called back to request a replacement insulin pump due to continuous high blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.